Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 28-may-2024, patient reported that four infusion set fell off event during use. Events happened in april and begining of may for three sets. No further information available.